Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a fluid leak on during dwell 3 and 4 of 4 of pd treatment. The fluid leak occurred where the safe lock adp luer lock connector connects to the baxter solution bag. Upon follow-up, the patient stated that they did not develop any symptoms, injury, adverse event, or require medical intervention as a result of the reported issue. The patient is trained on performing stat drains and manual dialysis if needed, but did not complete treatment. The connector is not available to be returned to the manufacturer for evaluation because it was discarded.